Event description:
The manufacturer's representative reported that the consumer experienced a recent fall and had subsequent headaches. The consumer wondered if the headaches were related to the implantable neurostimulator. The headaches did not resolve when the implantable neurostimulator was off and did not intensify when on. Stimulation was noted to be covering the appropriate area and was unchanged. The consumer spoke to her primary care physician on the date of the report but did not seek medical care. Two days after the additional information was received, stimulation was still appropriate for the consumer's target pain and the headaches had resolved. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n490303, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
A consumer reported that after recharging, and walking around their house or are up and moving around, stimulation strength was getting weaker. The implantable neurostimulator was set at 8.0 or 9.0 but the stimulation would fade with activity. The consumer noted they had their system checked a couple of months prior to the report and it was working fine. They also noted that when they were first implanted they started at a 5.0 or 6.0, like their trial system but that the implanted system was set up differently than the trial. During the trial the patient had 3 program options (a,b,d). With the implanted system they only had 2 programs (a and b). The consumer reported that at programming they requested to have programs a, b and d but the manufacturer's representative only programmed a and b. They also mentioned at the time of the report that they cannot switch over to program b anymore and that the rain was making the consumer's pain worse. The indication for use was non-malignant pain and degenerative disc disease. Should additional information be received, a follow up report will be sent out.